Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2019, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), headache ("headache") and feeling abnormal ("foggy head"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, headache and feeling abnormal outcome was unknown. The reporter considered abdominal pain, diverticulitis, feeling abnormal, genital haemorrhage and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramping') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2019, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), headache ("headach") and feeling abnormal ("foggy head"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, genital haemorrhage, headache and feeling abnormal outcome was unknown. The reporter considered abdominal pain, diverticulitis, feeling abnormal, genital haemorrhage and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received:- case upgraded to incident from non serious incident , event severe bleeding, headache cramping and foggy head added. Removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cut surface reveals a patent lumen with an embedded essure coil'), device dislocation ('migration'), abdominal pain ('cramping') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute sinusitis, spondylolysis, vaginal candidiasis, back pain, pelvic pain, pulmonary embolism, uterine bleeding, gerd, fasciitis and pregnancy. Concomitant products included rivaroxaban (xarelto). In 2010, the patient had essure inserted. In 2019, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headach") and feeling abnormal ("foggy head"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2019, surgery to remove essure on (B)(6) 2019 and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, abdominal pain, genital haemorrhage, headache and feeling abnormal outcome was unknown. The reporter considered abdominal pain, device dislocation, diverticulitis, embedded device, feeling abnormal, genital haemorrhage and headache to be related to essure. Most recent follow-up information incorporated above includes: on 24-nov-2020: medical record received lot number was added. Reporter information and medical history were added. Event embedded essure coil was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('cut surface reveals a patent lumen with an embedded essure coil'), device dislocation ('migration'), abdominal pain ('cramping') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acute sinusitis, spondylolysis, vaginal candidiasis, back pain, pelvic pain, pulmonary embolism, uterine bleeding, gerd, fasciitis and pregnancy. Concomitant products included rivaroxaban (xarelto). In 2010, the patient had essure inserted. In 2019, the patient experienced diverticulitis ("diverticulitis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), headache ("headach") and feeling abnormal ("foggy head"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy on (B)(6) 2019, surgery to remove essure on (B)(6) 2019 and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, abdominal pain, genital haemorrhage, headache and feeling abnormal outcome was unknown. The reporter considered abdominal pain, device dislocation, diverticulitis, embedded device, feeling abnormal, genital haemorrhage and headache to be related to essure. Lot number: 806702 manufacturing date: 2010/11 expiration date: 2013/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.